Event description:
Information recieved indicates that the cannula leaked (location of the leak unk). The product was changed out during the case with no reported consequence to the patient.

Manufacturer narrative:
H3 analysis: a gross visual analysis of the returned product shows 2 small holes between the spring wind, near tapered portion of cannula. With further testing, both holes demonstrated a leak at 1 psi. A thorough investigation has revealed the root cause of the leak in the cannula to be variable wall thickness on the cannula. When this occurs, flexing or bending of the cannula may cause a separation of the material between the spring winds in an area of minimal wall thickness, and a leak occurs. Analysis has shown that when separation of the wall between the spring winds has occurred, the wall thickness in the area of the separation is thinner than the wall opposite the separation area. With the root cause identified, a formal corrective and preventative action plan has been developed and is currently in the process of implementation. Conclusion: reduced device performance occurred and was related to the event. No complication was reported to the patient.